Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously elevated enzymatic carbonate (eco2) results were obtained on three patient samples on a dimension exl 200 integrated chemistry system. The quality control (qc) was acceptable before the samples were processed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced and re-aligned reagent 1 (r1) probe tip and cleaned windows. There were no error flags and issues were observed after the maintenance. Siemens evaluated the event and concluded that dirty windows and a bad r1 probe tip caused the falsely elevated eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on three patient samples on a dimension exl 200 integrated chemistry system. The initial result of sample identifier (B)(6) was reported to the physician(s) and the initial results of the other two samples were not reported. The samples were repeated on the original instrument. The repeat results recovered lower than the initial results and were considered correct. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.